Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced ongoing low blood glucose (bg) levels of 40 mg/dl. Customer consumed juice and oranges to address the low bgs. The customer consumed dinner early and adjusted the basal settings to address the issue. Recommendation was made to consult with healthcare provider regarding diabetes management.